Event description:
It was reported that during uses of the faradrive sheath air has been seen to enter the sheath when the farawave catheter is inserted. The number of times this has occurred was not provided. No information was given about the completion status of any procedures where the air was seen nor the status or outcome for the patients in these procedures. No device is expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.